Manufacturer narrative:
Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was reusing the cartridge. Tandem technical support educated the customer that cartridges are labelled as single-use products. Reportedly, customer loaded a new cartridge to resolve the issue.